Manufacturer narrative:
Note: product reference 4430395 is not cleared in USA, but it is similar to the product reference 5430425 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation results: the involved access port has been received for evaluation without its catheter. No visible defect has been detected on it. It is dimensionally compliant with the specifications. A disconnection test has been performed on the returned access port connected to catheter from the manufacturer stock. The disconnection force is more than 4 times superior to the requirements. Conclusion: -the returned access port presents no failure and is compliant with the specifications. -the incident was discovered less than 2 months after the implantation. - no other incident was reported on the access ports batch. This information allows us to deduce that the catheter disconnection is probably due to incorrect catheter/port connection. The IFU's describe how to connect correctly an access port system to avoid such a failure. It is a rare incident, no corrective action is envisaged.

Event description:
Access port implanted on (B)(6) 2016. At the end of the first chemotherapy injection, swelling is detected. A radiological checking showed that the catheter has moved to the superior vena cava. On (B)(6) 2016, the catheter was withdrawn. On (B)(6) 2016, the access port was removed.